Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the red roberts clamp opened up. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation. There was no investigation performed. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).